Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected. A review of the downloaded data log found screen error alarms and firmware errors. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/02/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and there was no failure detected. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. There was no data log available to confirm the reported event of receiver ceases to function. A root cause could not be determined.